Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. Pump was monitored and no frozen display noted. Successfully downloaded pump traces and history file using thump. Pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 07-aug-2024 in the formatted history file. Lostsensor1alert (780) was found on: (B)(6) 2024 14:12:00.000, (B)(6) 2024 14:22:00.000, (B)(6) 2024 13:47:00.000, (B)(6) 2024 12:07:00.000, (B)(6) 2024 18:02:00.000, (B)(6) 2024 18:12:00.000. Lostsensor2alert (781) was found on: (B)(6) 2024 14:44:00.000, (B)(6) 2024 14:03:00.000, (B)(6) 2024 18:28:00.000. Sensorsignalnotfound (796) was found on: (B)(6) 2024 19:03:00.000. Sensorexpiredalert (794) was found on: (B)(6) 2024 23:20:50.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor signal not found, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: (B)(6) /2024 02:54:40.000, (B)(6) 2024 02:55:53.000, (B)(6) 2024 02:56:23.000, (B)(6) 2024 02:57:22.000, (B)(6) 2024 02:58:19.000, (B)(6) 2024 03:32:20.000, (B)(6) 2024 03:32:54.000. Pump error 68 alarm was found on: (B)(6) 2024 02:53:46.000. Pump error 49 alarm was found on: (B)(6) 2024 02:53:46.000, (B)(6) 2024 02:54:02.000. Pump error 23 alarm was found on: (B)(6) 2024 02:54:12.000, (B)(6) 2024 02:54:55.000, (B)(6) 2024 02:56:08.000, (B)(6) 2024 02:56:40.000, (B)(6) 2024 02:57:36.000, (B)(6) 2024 02:59:05.000, (B)(6) 2024 03:32:41.000. Insert battery alarm was expected since the battery was removed from the pump. Pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed, suspected on hw. No delivery alarm/insulin flow blocked alarm was found on: (B)(6) 2024 22:53:37.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Customer alleged for frozen display was not confirmed. However, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm were confirmed according in the formatted history file due to corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23, frozen screen. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for pump error 23, display- flashing/white/blank/frozen/partial. Buttons were not responsive and time clock did not advance. Replaced battery but screen remained unresponsive. No harm requiring medical intervention was reported. Insulin pump would be replaced. Mmt-1884 was requested and customer response was the device will be returned.